Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse reviewed the event logs and did not see the reported failure electrical test fails #58. The fse performed the solenoid driver board field safety corrective action, and replaced the solenoid driver board per instruction and was unable to duplicate the reported issue. The iabp unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed electrical test fails #58. It is unknown under which circumstances this event occurred. However, no death or injury was reported.